Manufacturer narrative:
Updated data: b1. B5. H6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: 20fr deliv sys envpro-16-us, product ID: envpro-16-us, serial/lot: (B)(6), use by date: 2026-07-01, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was unable to stay in place and could not be anchored due to pre-existing stenosis, and the valve being too small. The system was withdrawn from the patient and a new 29 mm valve was implanted.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the valve was explanted due to an unknown reason. No further information was provided. Additional information was received that the valve was explanted due to moderate-severe central regurgitation. Subsequently, a new valve was implanted. Additional information was received that the valve was unable to stay in place and could not be anchored due to pre-existing stenosis, and the valve being too small. The system was withdrawn from the patient and a new 29 mm valve was implanted. Additional information was received indicating that the valve was retrieved from the patient after it failed to anchor due to inadequate sizing and pre-existing regurgitation.

Manufacturer narrative:
Updated data: b5. Added fourth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0012338854); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the valve was explanted due to an unknown reason. No further information was provided.

Event description:
Additional information was received that the valve was explanted due to moderate-severe central regurgitation. Subsequently, a new valve was implanted.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.